Event description:
During a call from global pharmacovigilance (gpv) on 06/15/2010, product surveillance was advised of an event of peritonitis on (B)(6) 2009 involving the patient. Reportedly, the peritoneal dialysis (pd) nurse had advised that since the patient had received a new homechoice device (the old device was recalled date on an unknown) the patient started to experience severe drain pain first thing in the morning 3-5 times a week. The nurse tried changing the settings and the pain continued. The husband indicated the replacement cycler would not shut off each morning after the morning drain but would continue "sucking" on her lower abdomen causing severe pain until she could manage to hit the stop/bypass controls after which the pain would slowly dissipate once the filling cycle began. On (B)(6) 2009, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. A peritoneal effluent analysis, culture and gram stain were done. The pd nurse only had the results for the culture which was (B)(6). Treatment for the peritonitis was vancomycin and gentamycin (dose and length of therapy is unknown). On (B)(6) 2009, the patient was hospitalized because the peritonitis was not improving. The patient reportedly had unbearable pain in the abdominal area. The abdominal pain was treated with unknown pain medication. During the hospitalization, the patient had four computerized tomography (cat) scans of the abdomen because she continued to have pain. The first three scans were normal. On (B)(6) 2009, the cat scan showed there was a leak in her colon. The patient had emergency surgery performed which revealed that the patient's colon had a hole in it caused by a ruptured diverticulitis. It was unknown when the diverticulitis ruptured or when the hole in the colon developed. On (B)(6) 2009, dianeal therapy was discontinued, because the pd catheter was pulled out during surgery. The patient was placed on hemodialysis therapy. On (B)(6) 2009, when the catheter was removed, the peritonitis was resolved. On (B)(6) 2009, the patient was discharged to home. The hospitalization was prolonged by the hole in the colon and ruptured diverticulitis. Per the pd nurse the patient was recovering. There was no exit site or tunnel infection, break in aseptic technique or reuse of supplies. Per the nurse, the event of abdominal pain, drain pain, hole in the colon and ruptured diverticulitis were unrelated to the dianeal solution. The peritonitis was caused by the hole in the colon. Per the nurse, it was unknown if the homechoice device caused the peritonitis, abdominal pain, ruptured diverticulitis, hole in the colon and drain pain.

Manufacturer narrative:
(B)(4). The sample was not returned therefore an evaluation was not performed.